Event description:
It was reported the patient ((B)(6)) was seen in the clinic due to a loss of stimulation. Diagnostic testing revealed impedance issues. Reprogramming was able to provide stimulation: however, the pain coverage was not sufficiently adequate. The patient will undergo surgical intervention at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.